Manufacturer narrative:
Vyaire file identification: (B)(6). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation.the reported complaint was confirmed and duplicated. This is isolated to a fauly transducer sensor, diff pres, miniture, 2.5 inch h2o. This is a known issue which can be referenced with CAPA-000000281 and scar ps-16-23. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that a transducer alarm occurred on the vela ventilator. The exhalation differential pressure fails calibration on 0. The customer confirmed that there was no patient involvement associated with the reported event.